Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connectors luer-lock collar was broken and fell off the quad fuse. The following information was provided by the initial reporter: "upon disconnecting and attempting to reconnect quad fuse to femoral line, the connecting collar with threads fell off of quad fuse. Upon inspection, noticed collar was broken."

Manufacturer narrative:
H6: investigation summary: one sample was received and tested by our quality team. The cracked luer was obvious upon receipt and the customer's complaint was verified. The crack was clearly due to the application of a large crushing force at some point after assembly. The manufacturer was contacted for further investigation into the root cause. There is a possible root cause of damage during packaging process but without the packaging material or the lot this is impossible to determine- the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connectors luer-lock collar was broken and fell off the quad fuse. The following information was provided by the initial reporter: "upon disconnecting and attempting to reconnect quad fuse to femoral line, the connecting collar with threads fell off of quad fuse. Upon inspection, noticed collar was broken."